Event description:
A malfunction occurred. There was no reported impact to the customer's blood glucose level. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if any malfunctions occurred again.